Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted on the (B)(6) 2017, 200h12, tissue valve, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds and the lead had no capture in bipolar. X-ray confirmed lead fracture. The rv lead was capped and a new epicardial lead was placed. No patient complications have been reported as a result of this event.